Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and date of event were requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device ECG was not working.the patient involved was reported to have experienced harm/adverse impact. The clinicians obtained another device to monitor the patient's ECG. Additional information has been requested.

Manufacturer narrative:
It was reported to philips that the device received an ECG unplugged inop message and would not work on a patient. It was reported that the ECG failure occurred during patient use. The customer reported that they were not aware of the patient involved having experienced harm or adverse patient impact as a result of the issue. The clinicians obtained another device to monitor the patient's ECG. Additional event details and patient characteristics were requested but were not provided by the customer. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). A review of the status logs showed that there were no recent failures by the device. The customer ran an operational check and the device passed with no issues noted. The device was found to be fully functional with no replacement parts required. The cause for the failure was unknown. Due to the allegation of patient involvement, the customer was advised to send the device to the bench for further review. Upon follow up with the customer, it was reported that the mrx was functioning properly and that the ECG function was working without further issue. As the mrx was no longer receiving any errors, the customer informed the rse that further servicing was no longer needed. The device was returned to working condition and was placed back in service. Philips is unable to rule out a malfunction. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.